Manufacturer narrative:
Per the instructions for use (IFU), valve embolization is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular embolization (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, the exact cause of the valve embolization is unknown, however, it is likely that procedure factors (very slow inflation and deflation due to a partially opened 3 way stopcock) might have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported through the edwards affiliate in (B)(4), during a tavr procedure of the 26mm sapien xt valve, the inflation and deflation was ¿slower than normal¿. Upon checking, the 3 way stopcock on the atrion was ¿not fully¿ opened, resulting in the slow inflation and deflation. The 3 way stopcock was in ¿open¿ position when it was prepped. The valve was in situ after being deployed but then embolized to the lvot, as confirmed by an angiogram. The patient remained hemodynamically stable and was proceeded to open heart surgery. The 26mm sapien xt valve was retrieved and a 23mm surgical valve was implanted. The patient was noted to have recovered well. It is perceived that the stopcock partially moved to the close position as the delivery system was ¿dragged¿ from the backend prep table to the operating table.